Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034-2018-00610, 0001825034-2018-00611, 0001825034-2018-00612, 0001825034-2018-00613, 0001825034-2018-00615, 0001825034-2018-00616, 0001825034-2018-00617, 0001825034-2018-00618, 0001825034-2018-00619, 0001825034-2018-00620. Concomitant medical products: 010000589 comp rvrs 25 mm bsplt ha+adptr lot 696840, 115323 comp rvsr shldr glnsp +3 41 mm lot 078060, 115370 comp rvs tray co 44 mm lot 284420, 211218 compr srs prox bdy - lg 42 mm lot 497840, 211274 compr srs mod stem - 16 x 75 mm lot 636570, xl-115368 arcom xl 44-41 rtnv +3 hmrl br lot 337820, 115396 comp rvs cntrl 6.5 x 30 mm st/rst lot 159850, 115383 comp rvs cntrl scr 6.5 x 35 mm st lot 976250, 180552 comp lk scr 3.5hex 4.75x25 st lot 026950, 180550 comp lk scr 3.5hex 4.75x15 st lot 532120, 180551 comp lk scr 3.5hex 4.75x20 st lot 900380. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient was revised due to infection. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lot number of the bearing could be 337820 or 461380, there is no way of knowing which one was used during surgery. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.